Event description:
A consumer (who is also a pediatrician) reported "glare in bright light environments" following intraocular lens (iol) implant surgery. Additional info was received from the surgeon, who indicated mild posterior capsule opacification (pco) was observed and a yag laser capsulotomy was performed.

Manufacturer narrative:
The product was not returned for analysis. The product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. The product investigation could not identify a root cause. Attempts were made to obtain additional info and a completed questionnaire was received on 08/07/2012. (B)(4).